Event description:
While pushing the advance settings button the respiratory therapist notice 4 of the values increase to maximum settings - breath rate, volume, inspiratory time, and positive end-expiratory pressure (peep). She tried to get the following settings back to their respective settings. She could not lower values ventilator was not responding. They removed the ventilator off the patient and sent to biomed for review.manufacturer response for ventilator, avea (per site reporter):they wanted me to take a picture of the trending logs. Research what alarms were present at the time of the event. I took and sent a picture of the trending logs of the time frame when the incident happened. Notice on the trending that indeed all state values in the event increased except tidal volume. Ventilator is still under warranty they are sending local service representative to come out to work on ventilator. At this time tech support feels that the uim (display) has malfunctioned.